Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6:this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, the new loaner set for silicone mcp arthroplasty has a higher rate of intraoperative complications and difficulties. According to the reporter, 'it is difficult to use without fracturing the bone'. The exact number of cases associated with the reported complications is unknown.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). Corrected data on: b1, b2, h1 (type of reportable event), h6 (clinical code, impact code, medical device problem code) & h11. Additional information on: b5. H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an mpc arthroplasty, when the surgeon was using the broach, the instrument caused a fracture in a finger in a metacarpal section. It was confirmed that the surgeon was very gentle when using the instrument and that he never had this problem in the past. Surgery was performed after a surgical delay greater than 30 min, with a back-up device. No further complications were reported.